Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced toothache ("horrid pain now in my top tooth") and tooth fracture ("many teeth crack or chip"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, toothache and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture and toothache to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: "medical device removal, teeth fracture, tooth pain." Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation- addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced toothache ("horrid pain now in my top tooth") and tooth fracture ("many teeth crack or chip"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, toothache and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture and toothache to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: "medical device removal, teeth fracture, tooth pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.